Event description:
It was reported that the patient presented for an implant procedure. Post operation, it was noted that the right ventricular lead dislodged to the superior vena cava as confirmed by x-ray. As a result, the lead failed to capture and had an r-wave amplitude variation. The lead was repositioned on (B)(6) 2025. The patient was stable.